Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her 10/3/09 complaint to customer service. The patient had described correct technique to the customer care advocate (cca); however, control solution tests could not be performed as control was expired. The patient clarified and reported additional information to this specialist on 10/12/09. In 2009, the patient tested her blood glucose on her onetouch ultra meter at 3:30 a.m before going to bed, result 306 mg/dl. The patient, who had no symptoms of either high or low blood glucose, bolused three units of insulin from her pump rather than four. Around 4:15 a.m, her children reportedly found the patient seizing. They attempted to give her glucose gel and also called emergency medical. The patient was unaware of the event and does not know if she consumed the glucose. When emt arrived they tested on the emt meter, result 58 mg/dl, and treated with IV glucose. The patient was transferred to the ER and released one hour later. The patient alleged that the following week, at midnight her blood glucose was 311 mg/dl before bed. Doubting the result due to the past experience, the patient tested on her backup ultramini meter rather than bolusing insulin, result 149. After the second test, the patient retested on the ultra, result 147. Reportedly test strips from the same vial were used and blood was from the same puncture. The patient then began to doubt the meter's accuracy. Because the patient alleged she bolused insulin based upon an inaccurately high blood glucose result that resulted in treatment by emt for hypoglycemia, the complaint is reported. The cca replaced meter, test strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.